Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the total hip arthroplasty with the stem and the liner for the osteoarthritis of the right hip joint. The surgery was completed successfully without any surgical delay. Two years after the surgery, although the stem started to sink, the patient did not complain of pain. The surgeon was following up the patient. In 2022, the patient complained of pain, and the stem was sunk and was retro-twisting. Therefore, the revision surgery was performed on (B)(6) 2022. The stem was loosened, and the liner was not locked to the cup. The part of the liner was floating. The stem was replaced with other company¿s stem, and the liner was replaced with a new liner. According to the surgeon, the stem seemed to be slightly small. The stem was collar-less, so that the surgeon commented that he should have chosen one size larger stem for fixation. The stem began to retro-twist with sinking. Since the liner was not broken and deformed, the liner was most likely not correctly locked at the primary surgery. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. This medwatch report was initially submitted on 9/22/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details.